Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inability to fasten one of the backup battery cover screws on the heartmate 3 system controller was not confirmed as no photos were submitted for review and no products were returned for analysis. Multiple attempts were made to determine if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 10feb2025. Heartmate 3 instructions for use section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while inserting the emergency backup battery into a new system controller, the screw would not fully insert, despite multiple attempts. A new controller was prepared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.